Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, non-calcified, 95% stenosed, mid, left, superficial femoral artery (sfa) with a 3.00 x 100 mm armada 18 percutaneous transluminal angioplasty (pta) catheter. The pta catheter was advanced to the lesion and inflated. While the balloon was inflated, contrast was seen leaking from the strain relief at the hub. As they were able to sufficiently dilate the lesion and complete the procedure, a replacement pta catheter was not needed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.